Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: a review of the pumps black box revealed multiple cs 087 service alarms. The cs 69 failure is defined as language file corruption while retrieving the language text. The cs 69 failure was written as a cs 87 failure in black box. During testing, the pump performed the ez-prime steps with no cs alarms occurring. The error is resident to the u39 component on the printed circuit board. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no cs alarms occurring. The original cs alarm was unable to duplicate cs alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.